Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient underwent a revision procedure of the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system due to the patient being a high energy energy/amplitude user, no malfunction was suspected of the device itself. The elective replacement indicator (eri) message was received. The patent was doing well post operatively, and the device will not be returned as it was retained by the hospital. It was additionally reported that reprogramming had not been attempted, and that the patient was a high energy/amplitude user.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d2b pro code (product code): nhl, pjs.

Event description:
It was reported that the patient underwent a revision procedure of the implantable pulse generator (ipg) of the deep brain stimulation (dbs) system due to being a high energy settings, no malfunction was suspected of the device itself.